Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that after installing fusion ent 2.2.2 software, the ear, nose and throat (ent) application began to run slowly and would intermittently stall. It was confirmed that the system had over 400 exams on it. In trouble-shooting, approximately 330 unnecessary exams were deleted and the navigation system resumed normal function. There was no patient present when this issue was identified. There were no further issues.